Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant product code was sold internationally. It was sold in the us under a different product code.  The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
It was reported by legal that patient will be testifying at trial. Patient was implanted with asr implant system (left hip). The specific event is unknown. Patient was implanted with a size 51 asr femoral component and a size 58 asr acetabular component and bone cement was used. Doi: (B)(6) 2007 ; dor: not revised (left hip). Related complaint is (B)(4) (right hip surgery).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Pc-(B)(4) the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd (B)(4). Ongoing post market surveillance is conducted per our procedures for this product.